Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was getting inappropriately shocked. The physician elected to remove the system and implant a transvenous system. The system will be returned for product analysis. No additional adverse patient effects were reported.